Manufacturer narrative:
The valve was patent and passed siphon testing. The device did not meet the requirements for reflux and leak testing due to a pinhole in the top of the delta chamber. It is unk how or when this damage occurred. The device met all specifications for pressure-flow and preimplantation testing. The instructions for use that accompany the device caution that care should be taken in handling the valve as silicone has a low cut and tear resistance. It is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. A review of the manufacturing records showed no anomalies. No impact to the pt was reported. All of our valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that a valve revision occurred. According to the report, the valve could not shunt the cerebrospinal fluid. The doctor tried pushing on the reservoir; however, the shunt was still not working.